Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator was failed to open. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that they could not open the refrigerator. The field service engineer reset and recycled the power (helmer backup power/ door lock) and med es to resolve the issue. The system functioned as intended after the field service engineer repaired the device.